Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: pump does not power on, and is completely unresponsive. Moisture damage observed in battery compartment. Cracked battery compartment from threads to case seal left of grip pad. Leak test failed due to battery compartment leak. Opened pump, no moisture damage found. Multiple steps failed due to no power.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.